Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation found that the device was unable to start up, and was not able to charge, establishing a relationship with the reported events. The root cause has been identified as a failed main power inlet circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the connector j2 being broken. Additional to this the device was not able to startup correctly and was not free from critical errors due to the power entry pcb being defective. No patient harmed, and no injury reported because this was found during service and repair.